Event description:
It was reported that lead noise via a merlin.net transmission was observed. The lead was capped and replaced. The patient is doing well and will continue to be monitored.

Manufacturer narrative:
(B)(4).